Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported on (B)(6) 2019 at 12:58 am the patient was transported to the hospital via ambulance for severe heart palpitation. The patient's blood glucose was reading at 19 mmol/l (342 mg/dl) with ketones present. The pod was worn between 36 and 48 hours on the arm. The patient was able to smell and feel insulin at the site. Upon deactivation, it was noticed that the cannula was bent. At the hospital, she had blood work, electrocardiogram (EKG) and radiograph (x-ray) to make sure no blood clots in her lungs. She was released from the hospital at 5:45 am.

Manufacturer narrative:
The returned device was evaluated and no kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were identified during the investigation.